Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience inadequate coverage. Diagnostics revealed high impedances on one of the leads. Additionally, the patient was unable to set the system into MRI mode due to the impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the leads had high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189 , UDI: (B)(4), serial: (B)(6), batch:8186419.